Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. There was no reported adverse impact to the customer. The customer reverted to an alternate method for insulin therapy.